Manufacturer narrative:
The insulin pump was received with currents in spec. The pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump was received with minor scratched lcd window, cracked near display window corner and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call of high blood glucose readings and a loose drive support cap from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with the pump. The customer was neither in the emergency room nor admitted to the hospital. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be flushed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.